Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-aug-2023. H6: investigation summary: sample and photo received by our quality team for investigation. Through visual evaluation, foreign matter is observed on the syringe barrel. Further evaluation was performed, the foreign substance was composed of oil. Based on the teams investigation, possible root cause is associated with oil contamination from the plunger molding process. The belt structure and the canvas were cleaned, the parts and oil were also removed along with the water that was in the structure of the machine, the production monitoring was carried out. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd plastipak¿ 5ml syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: syringe sealed, but dirty inside, looking like blood.

Event description:
It was reported while using bd plastipak¿ 5ml syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: syringe sealed, but dirty inside, looking like blood.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.